Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 246.6 ml/hr and 1.5 hours (370 ml) and the pump tested in specification with results as follows: first test: 365 ml or 98% of expected volume; second test: 366 ml or 98% of expected volume; third test: 366 ml or 98% of expected volume. Log review shows (B)(6) 2014 and 12:38 pm an infusion start of 246.6 ml and 1 hour 30 minutes (370 ml). At 2:02 pm, an air bubble alarm stopped the infusion with a volume infused of 348.91ml. Based upon the results of the investigation, the pump operated as programmed and in specification. Without the actual date of the event, further evaluation was not possible. If additional pertinent info becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: customer stated, "I have an issue with a particular pump. The particular pump infused volume in less amount of time than what it was set to infuse. I performed a test infusion of 371 ml of saline to infuse over 90 minutes and it infused the total volume in 70 minutes.